Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. After pre-dilatation, the 3.5 x 18 mm xience v stent delivery system (sds) was advanced, and the stent was implanted at approximately 16 atmospheres; however, during removal of the sds, the balloon met resistance with the stent. Force was used to remove the sds and the procedure was completed. It was confirmed that the stent was completely expanded. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted crystallized contrast in the balloon and inflation lumen, consistent with device preparation. The balloon was flat. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A new indeflator was filled with contrast medium; diluted 1:1 with water and was used in attempt inflate the balloon to the rated burst pressure (rbp), but the balloon would not inflate. The device was placed in the water bath for a day in attempt to dissolve the crystallized contrast in the inflation lumen. The contrast was dissolved and the balloon inflated to rbp with no anomalies noted. It was noted during product analysis visual inspection and functional testing that the balloon deflated flat. It is possible that a flat balloon could have interacted with the stent and contributed to the reported difficulty removing the sds, but a flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. It should be noted that the xience v instructions for use cautions that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this instance, the use of force does not appear to have caused or contributed to the reported difficulties. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot that could have contributed to the reported difficulties. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.